Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer was admitted to the hospital with a low blood glucose (bg) of 29 mg/dl. Reportedly, the customer delivered two boluses and became unconscious. An intravenous insulin drip and sugar basal were provided to treat bg level. Customer was released from the hospital with no permanent damage.